Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post an implant procedure, the patient presented with a pocket hematoma. During the pocket revision procedure, low r waves were observed on the right ventricular lead and the physician reported an issue with its positioning. The pocket was revised and the hematoma was drained. The lead was explanted and replaced. The ipg remains in use. No further patient complications have been reported as a result of this event.